Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the patient in ccu 7 expired between (B)(6) 2015 and the case is now in litigation. They requested assistance from philips in gathering log data to review alarms provided. A patient death occurred.

Manufacturer narrative:
The customer contacted philips customer care solutions center and requested assistance in gathering data only. There was no request for device evaluation. The customer did not allege any failure. The customer was contacted via email with a request for more data and returned receipt email was received but the customer did not respond to the request. Field service engineer (fse) was contacted and he indicated he did go onsite and collected log files. He also indicated that he checked the system and all was operational. The logs were reviewed for the date focus described and it was noted that none of the relevant logs reviewed contained any data that far back in time; only data from late (B)(6) was available. This is related to the time that has passed since the incident occurred. The logs do not store all data over the course of time; there are limits to the stored log data and therefore information is no longer available for the (B)(6) timeframe 2015. The customer was emailed a 2nd time on (B)(6) 2016 to inform him that no data is available due to the passage of time. The device is in use. No malfunction has been alleged and none is supported. The customer has not provide further details about the incident.